Event description:
Report #2 of 2 for this event. It was reported via legal documentation this patient had a left knee arthroplasty, subsequently, eight (8) years, 9 months later, the patient experienced pain, swelling and instability in the knee and leg. As a result, the patient underwent a left knee revision due to prosthesis wear. Additionally, the patient reports via legal documentation having experienced and continues to experience significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss and other injuries presently undiagnosed. No medical or clinical information was provided. No additional information is available.